Event description:
It was reported that an ilet insulin pump displayed alert 38 indicating a consecutive motor stall, which recurred after a guided restart, and the pump was subsequently replaced; insulin delivery interruption was implicated, and the patient used backup therapy before reconnecting to the system. Symptoms included hyperglycemia with a reported high of 220 mg/dl over approximately two days, without ketone elevation, loss of consciousness, diabetic ketoacidosis, or medical intervention. Outcomes included temporary interruption of automated insulin therapy and restoration of glucose control after reconnection, with no long-term sequelae. Investigation included review of device history and alert logs, verification of restart procedure, charge status check, and assessment of whether the alert occurred during delivery. Investigation of this case revealed a stalled motor during insulin delivery consistent with an internal pump drive malfunction, with the alert persisting after restart, indicating device performance degradation requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.